Manufacturer narrative:
Corrected data upon further review of the file, it was noted that the device code 2524 (failure to advance) provided in the initial MDR should be updated to 2983 (mechanical jam). The product was re-evaluated considering the new code. Previous findings and conclusions were not affected. This supplemental filing is to correct the affected device problem code field with the following: section h6. Medical device problem code: "2983 - mechanical jam". All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: july 21, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: product was returned to manufacturing site in its original packaging. Upon evaluation of the device, the plunger was in a fully advanced position, and the pushrod looked centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material was observed in the cartridge. No lens was returned for evaluation as it remains implanted. All the components were in good conditions, nothing was identified that suggested the reported issues were related to manufacturing process. Based on the analysis the reported issues were not verified and no product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one additional complaint was received from this production order. Product deficiency not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted. Reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) model dcb00 caused an anterior capsule tear. The surgeon's brief description of the event revealed that the trailing haptic was caught by the plunger. Surgeon was unable to push the lens in, or pull it out safely. Surgeon pulled the haptic out with forceps, with quite force, it caused an anterior capsule tear. On (B)(6) 2021 upon further follow-up with the surgeon it was revealed that the eye affected was the left eye of a (B)(6) year old female caucasian patient. The suspect lens remains implanted; therefore, the lens is not returning. The surgeon also provided that the trailing haptic was not folded properly. The capsule tear did not require surgical intervention as it did not extend posteriorly. There was no treatment or prescription given outside of the normal post-operative treatment regimen. The following visual acuity readings were provided: 20/60 preoperative and 20/25 postoperative. The patient was reportedly doing fine when discharged.